Manufacturer narrative:
A customer in france notified biomérieux of post bottle inoculation contamination associated with the bact/alert® fa plus blood culture bottles (ref. 410851, lot 4054200) while testing a sample from a male patient in intensive care. In response to the customer complaint, biomérieux conducted an internal investigation. Three hundred retained bottles from lot 4054200 were inspected, no cloudy or turbid bottles were found. Biomérieux reviewed the manufacturing batch records, packaging defect log, and final aql inspection results associated with lot 4054200, and found no anomalies during manufacturing that would cause or contribute to bottle contamination. Lot 4054200 met all quality finished goods release criteria. The bact/alert bottles undergo a steam-based autoclave process during manufacturing. All autoclave cycles have an exposure temperature of 121° c. The organism in this complaint would be killed by this autoclave cycle. Review of the bact/alert® fa plus blood culture bottle package insert confirmed there are sufficient instructions to the customer about how to visually inspect the bottle before use and precautions to warning that precautions must be taken to prevent contamination of the patient sample during both venipuncture and inoculation into the culture bottle. The root cause of the contamination result obtained by the customer could not be determined. The most likely root cause is that the contaminant entered the bottle at the time the bottle was inoculated with the sample (from the environment or other materials used in the blood culture collection). The instrument times to detection (ttd) support this root cause.refer to section h10.

Event description:
A customer in france notified biomérieux of post bottle inoculation contamination for a patient in association with the bact/alert® fa plus blood culture bottles (ref. 410851, lot 4054200). Patient : male in intensive care. The doctor determined that this patient's result was a contaminant. Pcr was performed on the impacted patient bottles; all bottles obtained an identification of advenella kasmirensis. Biomérieux customer service confirmed advenella kasmirensis is an environmental organism. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health.. A biomérieux internal investigation will be initiated.